Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer declined follow up from Tandem Technical Support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone XR / 3.5.1 / iOS_18.5.